Event description:
It was reported that customer went to open the package for a 19fr wound drain but when opened they were finding a 15fr. Per additional information received on 03feb2025, it was reported that the particular wound drain had been opened to the sterile field for patient use, and upon physical touch, it was noticed that the drain was the wrong size (lot#ngjv0169). The drain never made it in the patient and the device was replaced prior to insertion. Multiple 19fr drains had been labeled as 19fr and upon opening, it was a 15fr. They had different lot numbers (lot#unk).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer went to open the package for a 19fr wound drain but when opened they were finding a 15fr. Per additional information received on 03feb2025, it was reported that the particular wound drain had been opened to the sterile field for patient use, and upon physical touch, it was noticed that the drain was the wrong size. The drain never made it in the patient and the device was replaced prior to insertion. Multiple 19fr drains had been labeled as 19fr and upon opening, it was a 15fr. They had different lot numbers. Per additional information received via email on 01mar2025, it was reported that there were multiple lot numbers that were defective. Customer thought they placed 2 or 3 different ones in the box.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA 11207399. Visual evaluation of the returned sample noted one unopened (with original packaging), channel drain. Visual inspection of the sample noted that the label on the packaging shows cat no. V072231 "19fr round hubless", but when the channel drain was measured using french gauge the size of the channel drain measured to be 15fr. The root cause identified for CAPA 11207399 is: the label process described in the procedure was not followed up by label printing technician, where established that before the printer is re-loaded with a new material lot, the label printing technician must take the first label of the at lot and mark with red ink the pre-printed material part number to confirm that it is according to the part number listed in operation 10 of the work order. This label should be signed, dated, and must be included in the DHR as sample; a comment documenting this material load should be added in the first article inspection form. Labeling review and DHR review are not required as CAPA 11207399 is applicable for this product lot number. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.